Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 61-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci) of the left anterior descending artery (lad). After transfer to the intensive care unit (ICU), access site bleeding was noted. The partial thromboplastin time (ptt) was (B)(4). The patient had received (B)(4) units of heparin and an unknown dose of brilinta for the pci. The impella cp was removed. Hemostasis was achieved with manual pressure and a femstop was applied. The post-procedure outcome is survived at explant. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: asae / major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot: 1789943. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.